Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was used in an in-stent restenosed target lesion. During the procedure, it was noted that the balloon ruptured upon first inflation when inflated at 5atm for approximately 20 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was in good condition post procedure.